Event description:
During a laparoscopic appendectomy a tsw35 was applied to mesoappendix, closed, and fired. The surgeon stated that the knife did not transect and only three or four staples were partially closed at the proximal portion of the jaw of the device. This instrument was not reloaded. It was the original out of the box. Another tsw35 was opened to successfully complete the case. There was no consequence to the pt.